Event description:
It was reported that the patient had a loss or change in therapy. The implant site was throbbing and the patient was not sure if it was working. The patient was not feeling stimulation. She tried increasing and decreasing stimulation but she was still not feeling sensation. The patient had a separate device implanted about a week and half prior to report and the problems started since then. The patient turned both devices off but she planned to try and keep making adjustments with her interstim device to see if sensation would be back again. The patient had a terrible time with constipation which was pre-existing to interstim implant but had gotten worse and she wanted to know if it will help. The interstim was implanted for urinary control. Additional information reported that the patient had troubleshooting done for the loss of effect in the health care professional¿s (hcp¿s) office on (B)(6) 2015. Urinary tract infection was present, stimulation was increased. The patient has a follow-up appointment with the hcp on (B)(6) 2015. The loss of therapeutic effect was resolved. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v979686, implanted: (B)(6) 2012, product type: lead. (B)(4).